Event description:
It was reported that the patient was admitted to the hospital with withdrawal symptoms including fever, abdominal pain, exaggerated rebound spasticity and muscle rigidity. The symptoms occurred during the normal pump refill cycle. This was the first occurrence of this type. The reporter indicated that the programming was verified to be correct. The patient was reported to have pyelonephritis and urinary retention which weren't considered to be device related. The patient outcome was reported as "serious injury/illness - recovered without sequela".